Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-dec-2022. H6:investigation summary: bd received a used 18 gauge insyte autoguard blood control unit from lot 2171961 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no visible defects to the device. However, a bound coil was identified in the expanded spring. Next, the unit was further inspected under a microscope but no adhesive or damage other than the bound spring was identified. The unit was then un-retracted in an attempt to replicate the reported defect. The unit retracted successfully, however, as the bound spring was the only abnormality found with the unit, it was likely that the bound spring was the root cause of the initially reported defect. Therefore, based off the visual/microscopic inspection and testing the engineer was able to verify the reported defect. It was determined that the root cause was the observed bound spring. H3 other text : see h10.

Event description:
It was reported while using bd insyte autoguard bc cannula the needle could not retract and blood was exposed. There was no report of patient impact.the following information was provided by the initial reporter: in fact, the retraction of the needle was impossible. It was necessary to force to withdraw the needle (causing a blood splash on the patient and the caregivers).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard bc cannula the needle could not retract and blood was exposed. There was no report of patient impact. The following information was provided by the initial reporter: in fact, the retraction of the needle was impossible. It was necessary to force to withdraw the needle (causing a blood splash on the patient and the caregivers).